Manufacturer narrative:
Per tandem's t:slim user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to the customer not charging the pump battery, the pump turned off, and upon turning the pump back on, a minimum fill notification occurred. Reportedly, the cartridge had been initially filled with 150 units; however, it was unable to verified how much insulin was remaining in the cartridge when the cartridge was reloaded. Blood glucose level was 356 mg/dl. Reportedly, a new cartridge was loaded successfully. In addition, it was reported that the pump time was inaccurate. Reportedly, the time had been set incorrectly by the customer. Tandem technical support assisted the customer on successfully adjusting the pump time.